Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. (B)(6).

Event description:
It was reported that the catheter clogged preventing the user from voiding during use. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the balloon with sterile water to the volume stated on the inflation lumen of the catheter by using a water-filled luer tip syringe. 6. Connect catheter to collection container. 7. To deflate the balloon, gently reinsert the luer tip syringe into the valve and aspirate."

Event description:
It was reported that the catheter clogged preventing the user from voiding during use. No medical intervention was required.